Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 876-014, 510k # k970806 was cleared in the united states. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent anterior cervical fusion for pre-op diagnosis as fracture-dislocations at levels c6-c7. On an unknown date, post-op, left c6 screw was backed out. A revision surgery was performed on (B)(6) 2016, to replace the screw and fixation level was extended to c5. The product came in contact with the patient. Patient complications were reported unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.